Manufacturer narrative:
Customer stated that proper technique and maintenance was performed. No urinalysis was performed on the patient sample, and it is no longer available for return. Siemens has requested that the remaining reagent from the lot in question be returned for further investigation. The cause of this event is unknown.

Event description:
The customer stated that they received a false negative hcg result on one patient from their status+ analyzer compared to retesting of the same sample on the same instrument. The customer stated the positive result was confirmed by a scan. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation. Testing was performed on returned reagent using three in-house status+ instruments. Testing was completed using a pooled negative urine and a urine solution contrived to a 25miu/ml hcg target, the minimum concentration listed in the customer insert for a positive determination. No false negative results were reported. Based on the data collected, the customer report of false negative hcg result was not observed. Proper technique and maintenance were reviewed with the customer. Rsc indicated that an issue with technique was identified. Customer is also unsure if start button is pressed prior to dispensing sample into the cassette and did not share how the calibration bar is cleaned. The certificate of analysis for the lot in use at the time of the event indicates that it met specifications at the time of manufacturing release. The cause of this event is likely due to user error.